Event description:
It was reported that the procedure was to treat a 99% stenosis at the distal segment of the left circumflex (cx) artery with mild tortuosity and mild calcification. Pre-dilatation was performed and an unknown xience v stent was implanted. Post-dilatation was performed. Intravascular ultrasound (ivus) confirmed that the stent was fully expanded. During removal of ivus, it was noted that the ivus catheter could only be retrieved into the guiding catheter, with resistance and became caught on the implanted stent. After the ivus was removed, a new haziness appeared at the middle segment of the left cx, and the stent was unclear under angiography. Ivus was advanced to determine the location of the stent, but could not cross. Dilatation was performed, and an optical coherence tomography (oct) imaging wire was advanced, which revealed that the stent was extremely distorted and the stent strut was flared. The previously stented segment showed vessel injury. A bare-metal stent was used to crush the distorted stent against the vessel wall, which resulted in an optimal result. The patient made a full recovery and was discharged on dual antiplatelet therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Dissection, as listed in the xience (B)(4) instructions for use, is a known adverse event associated with coronary stenting procedures. Based on the information reviewed, it appears that the reported difficulties are related to case circumstances and not a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough ns, runthrough extra floppy, guide cath: heartrail ii 7fr ql3.5. The stent remains in the patient. A follow-up will be submitted with all relevant information.